Event description:
Rn disconnected line to draw a blood culture. When she did so the entire cap fell off of the y-site tubing. No harm to patient. Dextrose 5% and cyclosporine had been running at 2 ml/hr.